Manufacturer narrative:
Part number # 137-80 is not distributed in the u. S.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k841872. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the top of the flange was slipping and could not be tightened during pt use. As a result, the pt was extubated and reintubated with a replacement tube. The tube was replaced without incident.